Event description:
It was reported to covidien on (B)(4). 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was leaking just below the butterfly where the catheter is joined. Chlorhexidine 1 percent and alcohol 70 percent were used to clean the area and the area was dried completely prior to insertion. The uvc was not difficult to handle during insertion nor was it difficult to secure. It was inserted in the nicu. The uvc was used for continuous feed of heparin nacl 0/45 percent 0.5cc per hour. The uvc was removed and was not replaced. The pt is currently stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.